Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor. No pt injury was reported.

Event description:
Customer reported the left monitor started flickering and then shut down on its own. No pt injury was reported.